Manufacturer narrative:
A steris service technician inspected the washer and found the drain line required replacement. The technician repaired the unit, ran a test cycle and confirmed it to be operational.

Event description:
The user facility reported that water was leaking from their washer. No injuries or procedural delays/cancellations were reported.